Event description:
It was reported that the patient implanted with this right atrial (ra) lead underwent a pocket revision due to leads were dislodged. Moreover, the pacemaker device was explanted and this ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.